Manufacturer narrative:
The sample is liheparin plasma centrifuged for 3 minutes at 6000rpm. Qc is performed on every shift and was within customer's established ranges pre and post the event. On (B)(6) 2010, the customer performed system check which met specifications. A bci field service engineer (fse) performed routine system check, which failed. Fse replaced valve sensor and performed the system check which met specifications. No clear root cause can be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutnl results for one patient in the risk stratification range generated by the access 2 immunoassay analyzer. The elevated result was not reported out of the laboratory. The sample was re-centrifuged and repeated on the same unit and results within the normal reference range were obtained. Patient treatment was not impacted by this event.